Manufacturer narrative:
Device evaluation: one device connector was returned for evaluation. The evaluation is in-process. A follow up report will be sent when the evaluation has been completed.

Event description:
The user reported that a hole in the catheter developed adjacent to the connector. The catheter connector was replaced. No patient harm or injury was reported. Implant date of (B)(6) 2015 is an estimate.

Manufacturer narrative:
One connector and a section of the catheter were returned for evaluation. The returned items were visually inspected and damage to the catheter was identified. The complaint is confirmed. The connector was visually inspected and found to be within the specification. Two potential lot numbers were provided and the device history record was reviewed for both lots. No exception documents for these lot numbers were found. The complaint database was reviewed and no similar complaints for these lot numbers were found.